Event description:
A malfunction occurred after the pump got wet, but there was no adverse impact on the customer's blood glucose level. The customer will use multiple daily injections (mdi) as a backup therapy. Technical support arranged to replace the malfunctioning pump and instructed the customer to return it using a pre-paid label. The customer acknowledged understanding the instructions on how to store and return the pump.